Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of band failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the device lot number. However, the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure in the esophagus. According to the complainant, during the procedure, the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.